Manufacturer narrative:
(B)(4). The device was returned with the tissue pad detached from the tip. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that prior to a total laparoscopic hysterectomy procedure, before assembly, it was noted that the white tissue pad was partially separated from the clamp arm. The device was never assembled and tested. Case completed with another device of a similar product code. There were no patient consequences reported.